Event description:
The customer contacted physio-control to report that their device would not power on, during a pre-shift check. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device would make three attempts to complete its boot-up cycle and eventually power off. The cause of the reported issue was isolated to the system pcb assembly. The customer declined the repair and the device was returned unrepaired, therefore further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on, during a pre-shift check. There was no patient use associated with the reported event.